Event description:
It was reported that after a da vinci-assisted high anterior resection surgical procedure, the customer experienced error 32056 when starting up the patient side cart in standalone mode. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the error and determined that error 32056 indicated a problem with the universal surgical manipulator (usm) 1 axes controller arm (aca) and noted that the error persisted even after a hard power cycle was performed. The procedure was completed with no reported injury. Isi contacted the isi field service engineer and obtained the following information: there was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.